Event description:
During the index procedure the patient was treated with a cypher stent in the left anterior descending artery. Two months later the patient had treatment of a new lesion in the left circumflex. Four months later the patient expired. No autopsy report is available and the exact circumstances are unknown.